Event description:
The customer reported that when all the water was removed from the balloon, the balloon of the foley didn't deflate completely. Additional information was provided by the customer and it was stated that the issue was identified after the procedure, there was no delay in the procedure and no second device was used. The customer further confirmed that there was no patient harm reported.

Manufacturer narrative:
Section b3 event date field has been corrected. Section b5 has been updated to include additional information.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when all the water was removed from the balloon, the balloon of the foley didn't deflate completely. There was no patient harm reported.